Event description:
The resident had put the needle down the scope. When the resident tried to pull the style and needle back it would not retract. The attending physician grabbed and yanked the needle and noted it was bent and coming out of the side of the sheath. The attending physician used another of the same needle, made 5 more passes and had no further complications. The attending physician noted there was no harm to the patient and no perforation in the bronchials. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was successfully completed with another device.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome. The customers complaint issue was reported as follows: "the resident had put the needle down the scope. When the resident tried to pull the stylet and needle back it would not come out. The attending physician grabbed and yanked the needle out and noted it looked bent and coming out of the side of the sheath." The actual lot number of the echo-hd-25-ebu-0 (echo) device involved in this complaint was not provided. As the lot number was not provided, therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. With the information provided a document based investigation was carried out. An image of the device after it was removed from the patient was provided. Based on the image it can be confirmed that the needle was severely kinked/bent and perforated the sheath. It was confirmed that the needle appears to be bent and not broken. The kinked/bent needle was most likely catching on the sheath during advancement/retraction of the needle causing the perforation noted to the sheath tip. A possible cause of the needle tip bending maybe if the needle/sheath was damaged or kinked during its introduction into the endoscope or it may be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. The complaint information received confirmed that gaining access to the targeted site and needle penetration was difficult. The difficulty occurred on the first pass. However, as the conditions of use cannot be replicated during laboratory evaluation it is not possible to conclusively state the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The manufacturing records for the device involved in this complaint could not be reviewed as the lot number was not provided. It was confirmed that no part of the needle remained in the patient. No adverse effects to the patient were reported as a result of this occurrence. The attending physician used another of the same needle, made 5 more passes and had no further complications. The attending physician noted there was no harm to the patient and no perforation in the bronchials. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has ben reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.